Event description:
Patient was intubated, shortly after intubation, noted the balloon had burst and air was rushing around tube. Endotracheal tube replaced. No injury to patient. FDA safety report ID# (B)(4).